Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 would not cut/seal even though they heard "beeping" from the power supply. The device wasn¿t putting out any electrical current. A new kit was opened to complete the procedure. Delay in procedure to open new kit. No harm was done to the patient.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 10/09/2023. An investigation was conducted on 10/10/2023. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. There were no visual defects observed on the returned intact cannula or intact c-ring. There were no visual defects observed on the returned harvesting device. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device failed the pre-cautery test; it did not produce visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. The jaws of the device were not heating up when the activation toggle was manipulated. The safety shut down system was not tested as a result of the pre-cautery test results. An activation and transection capability test was not performed. Final testing was not completed. An engineer evaluation was conducted on 11/07/2023. The results were made available on 12/14/2023. The complaint was confirmed. The complaint device was connected to the complaint lab¿s hemopro power supply (B)(4) hemopro2 adapter (B)(4) and hemopro2 extension cable (B)(4). Next, the on/off power switch on the hemopro power supply (B)(4) was switched to the on position. The toggle on the handle of the complaint (B)(4) hemopro2 tool was pulled back to the activation (power on) position and the heating element on the jaws of the complaint (B)(4) hemopro2 tool did not heat up as expected. While the toggle on the handle of the complaint (B)(4) hemopro2 tool was pulled back to the activation (power on) position, the hemopro power supply made the audible beeping sound that indicates electrical energy is being delivered to the complaint (B)(4) hemopro2 tool even though the heating element on the jaws of the complaint (B)(4) hemopro2 tool did not heat up. This is not normal. This result indicates there is an electrical short in the hemopro2 tool that is redirecting the electrical energy away from the heating element in the jaw of the complaint hemopro2 tool. Next, the handle of the complaint (B)(4) hemopro2 tool was opened to determine the cause of the electrical energy from the hemopro power supply not being delivered to the heating element in the jaws of the hemopro2 tool. After opening the handle and removing the toggle, the electrical components including the wires and wire connections in the handle were visually inspected under magnification. It was observed that a strand of wire from the wire on the common terminal had lodged into / penetrated the wire insulation of the wire that goes from the poly-fuse to the heating element in the jaws. This strand of wire caused an electrical short that prevented electrical energy from going to the heating element in the jaws. The strand of wire broke from the wire on the common terminal when the handle was opened. Additionally, it was observed that the wire strands on the common switch terminal had not been twisted into a tightened bundle before welding as required by the work instruction procedure (B)(4) rev p. Because the wire welded to the common terminal had not been twisted into a tightened bundle, this resulted in some of the wire strands to be facing in the direction toward and penetrating the wire going from the poly-fuse to the heating element in the jaws. Next, the complaint (B)(4) hemopro2 tool was reconnected to the complaint lab¿s hemopro power supply (B)(4) to verify the functionality of the device after the electrical short was removed. The on/off power switch on the hemopro power supply (B)(4) was moved to the on position. Next, the complaint (B)(4) hemopro2 tool switch lever was moved to the on position. The heating element on the jaws of the complaint (B)(4) hemopro2 tool immediately heated up, which is normal. This confirms that there was an electrical short between the strand of wire from the wire on the common switch terminal which had penetrated the wire insulation of the wire that goes from the poly-fuse to the heating element in the jaws on the complaint (B)(4) hemopro2 tool. Based on the returned condition of the device, as well as the evaluation results and the engineer evaluation , the reported failure "electrical /electronic property problem¿" was confirmed. The lot # 3000333704 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation with the batch manufacturing process. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a